Event description:
It was reported that during a tka procedure, pinning the distal femur cut guide and speed pin got binded and stuck and bent in the hole. A cut was made to take the pin out and knocked the cut guide with the pin on it out with a mallet. There was a short surgical delay reported with no patient impact.

Manufacturer narrative:
H10: the device, used for treatment, was not returned for evaluation. Visual inspection of a photograph provided by the site revealed that the pin was slightly bent. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The navio surgical technique for tka released at the time of the complaint on page 3 states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for any navio¿ surgical system tka procedure. A full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. The surgical technique guide also includes instruction for proper bone tracker placement and use of the bone pins. The surgical technique guide cautions: "warning: be sure to place the proximal bone pin as directed. If placed too close to the tibial plateau, it may interfere with placement of the tibial implant component, causing damage to the bone pin and possible patient harm". We were able to confirm if there was a relationship established between the reported event and the device. The malfunction was due to wear and tear on the cut guide from use error over time and bent speed pins. Per complaint details, the device malfunctioned during use; the distal femur cut guide and speed pin was bound, stuck, and bent in the hole. The surgeon knocked the cut guide with the pin on it out with a mallet. Based on the information provided and the reported delay, the patient injury/impact could not be concluded.